Event description:
The user facility reported a black dot on a thermage cpt treatment tip after starting a treatment. Once observed, the customer did not feel comfortable completing the rest of the procedure. There was no injury to the patient. The treatment tip was returned to solta for an evaluation and dielectric breakdown was observed; therefore, this meets the reportability requirements for a malfunction.

Manufacturer narrative:
The thermage cpt tip was evaluated by service. The tip passed the flow and thermistor test; however, the tip failed the leak test and the visual inspection as dielectric breakdown and a hole in the glue was found. Functional testing was performed with no errors or issues observed. Observation of dielectric breakdown upon tip evaluation meets the definition of a reportable malfunction per solta procedure due to the propensity of tips with dielectric breakdown to cause or contribute to patient injury. The datacard log was not returned and therefore not reviewed. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first- and second-degree patient burns associated with dielectric membrane breakdown of the membrane of the treatment tip which contacts the patient during the thermage cpt procedure. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Both the thermage user manual and the technical bulletin instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after a treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A review of manufacturing records showed that all requirements were met. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Product evaluation confirmed the customer complaint of a black dot on the treatment tip. It is unknown how damage to the treatment tip occurred. At this time, no CAPA is necessary.